Event description:
It was reported that the device could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported no communication was confirmed in the laboratory and was due to a low battery voltage. The stored electrogram showed noise produced by a lead anomaly. The device's power consumption and bench tests were found to be normal.